Event description:
At aprrox 0700, a heated wire ventilator circuit appeared to spark, catch fire and burn and melt the tubing. The pt was on a pb 7200 ventilator with a concha IV heater. The nurses observed the sparking and immediately removed the pt from the ventilator. The pt did not suffer any injury or complications as a result of the incident.